Event description:
Boston scientific received information that this right ventricular (rv) lead had increase thresholds associated with patient complaints of muscle stimulation. The lead had perforated the patient's heart wall. The lead was explanted and replaced without incident. The lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.